Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention wherein the patient's scs lead was explanted, replaced, and therapy was restored.

Event description:
It was reported that the patient has been experiencing inadequate relief. The patient was found to have one scs lead with 5 high impeded contacts. Surgical intervention may take place at later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000100272.